Manufacturer narrative:
(B)(4).

Event description:
Caller reported concern of sterility, seal on package was broken. The issue was noticed before use. No adverse event was reported. The issue was resolved by changing the syringe with a brand-new syringe/needle.